Event description:
New information notes lead was explanted due to low sensing, no capture and possible lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in the ER after having a vf episode. The patient went asystolic and CPR was performed. The vf episode showed that therapy was delivered but the arrhythmia was not terminated. Review of printouts showed intermittent undersensing prior to and after therapy. Lead to be capped.